Event description:
The meter was not reading correctly, but unable to say if it was reading high or low. Mother went to hosp 04/12/06. She was limp and was not talking and they rushed her to the hosp. She had eaten and was not herself. The customer can not provide what the results were during the testing period. She was discharged wednesday a week later. She is a type 2 diabetic. Caller states a control solution test was done on the meter and it was out of range.